Manufacturer narrative:
Final analysis found that the inner insulation was damaged at 20.1 cm from the connector pin which is consistent with over tightened suture sleeve.

Event description:
It was reported that an asymptomatic patient presented in clinic for post-op follow up. Upon interrogation the right atrial lead exhibited low impedance. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on (B)(4) 2014 notes that the lead also exhibited loss of capture.